Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation of a returned spectrum pump, downstream occlusion was found. A review of the history log revealed multiple downstream occlusion alarms. The event history log cannot confirm if the alarms were true or false. Downstream occlusion testing was not performed due to constant clean load point#: 2 message. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be force sensor failing which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, downstream occlusion was found. No additional information is available.